Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the DHR showed that there were no issues that would contribute to this complaint condition. The product evaluation visual inspection revealed the ria drive shaft tip was broken on the hex feature. The complaint was found to be invalid from a manufacturing standpoint.

Event description:
It was reported that during a reaming in the left tibia, the tip of the ria drive shaft broke off with one pass with the 12mm reamer head. All the pieces were retrieved, the procedure was completed and there was no harm to the patient.